Event description:
During a remote follow-up, undersensing and noise episodes were observed on the ventricular channel of the device. It was also observed that undersensing, noise resulting in oversensing episodes and inappropriate automatic mode switch (ams) were observed on the atrial channel of the device. Technical support was contacted and recommended provocative testing. No intervention has been performed.